Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device check high impedance in bipolar configuration and decrease in thresholds were noted on the right ventricular (rv) lead. It was noted the lead had been previously reprogrammed to unipolar. The lead was explanted and replaced during a routine change out procedure. No patient complications have been reported as a result of this event.